Manufacturer narrative:
Correction: MRI found no proof of constituted infarction and retained diagnosis was transient ischemic stroke. Patient code: correction: transient ischemic attack.

Event description:
It was reported that a patient underwent successful stent-assisted coil embolization of an aneurysm located at the midline basilar termination (basilar tip). One-day post-procedure, a transient ischemic attack (tia) occurred. Magnetic resonance imaging (mr)I found no proof of constituted infarction. The stroke was resolved with sequelae less than 24 hours post-procedure. According to the site, the tia was related to the 2 implanted stents (subject devices) and to the procedure as the patient presented transient neurological symptoms in the territory of the stented arteries (scotoma ¿ visual transient symptoms - territory of cerebral posterior artery). Since the patient was still under dual antiplatelet medication, there was no need to adapt or perform any medical intervention. Baseline (pre-procedure) national institutes of health stroke scale (nihss) was 0, modified rankin scale (mrs) was 0. Post-event, nihss was 0, mrs was 0, world federation of neurological surgeons (wfns) sah grading scale was 1, glasgow coma scale (gcs) was 15.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, transient ischemic attack is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that a patient underwent successful stent-assisted coil embolization of an aneurysm located at the midline basilar termination (basilar tip). One-day post-procedure, a transient ischemic attack (tia) occurred. Magnetic resonance imaging (mr)I found no proof of constituted infarction. The stroke was resolved with sequelae less than 24 hours post-procedure. According to the site, the tia was related to the 2 implanted stents (subject devices) and to the procedure as the patient presented transient neurological symptoms in the territory of the stented arteries (scotoma ¿ visual transient symptoms - territory of cerebral posterior artery). Since the patient was still under dual antiplatelet medication, there was no need to adapt or perform any medical intervention. Baseline (pre-procedure) national institutes of health stroke scale (nihss) was 0, modified rankin scale (mrs) was 0. Post-event, nihss was 0, mrs was 0, world federation of neurological surgeons (wfns) sah grading scale was 1, glasgow coma scale (gcs) was 15.

Manufacturer narrative:
This is the first of 2 reports. Subject device remains implanted.

Event description:
It was reported that a patient underwent successful stent-assisted coil embolization of an aneurysm located at the midline basilar termination (basilar tip). One-day post-procedure, a stroke occurred. Magnetic resonance imaging (mr)I confirmed stable micro infracts. The stroke was resolved with sequelae less than 24 hours post-procedure. According to the site, the stroke was related to the 2 implanted stents (subject devices) and to the procedure.